Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one month post-implant, this right ventricular lead was confirmed dislodged. During surgical intervention, the lead was resecurred and to date remains implanted and in service. No additional adverse patient effects were reported.